Manufacturer narrative:
(B)(6).

Event description:
It was reported that the coil protruded in the catheter's tip during removal. The target lesion was located in the internal iliac artery. A 10mmx40cm interlock coil was selected for use. During the procedure, when the device was advanced, it was noted that the coil became stuck in the middle part of the microcatheter. Furthermore, when the device was removed from the patient's body, it was noted that the coil protruded from the tip of the microcatheter. The procedure was completed with another of the same device. No patient complications were reported and the patient was good post procedure.

Manufacturer narrative:
E1 - initial reporter city: (B)(6).

Event description:
It was reported that the coil protruded in the catheter's tip during removal. The target lesion was located in the internal iliac artery. A 10mmx40cm interlock coil was selected for use. During the procedure, when the device was advanced, it was noted that the coil became stuck in the middle part of the microcatheter. Furthermore, when the device was removed from the patient's body, it was noted that the coil protruded from the tip of the microcatheter. The procedure was completed with another of the same device. No patient complications were reported and the patient was good post procedure. It was further reported that the distal tip of the coil did not protrude from the tip of the microcatheter.